Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying a battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, at 7 am. The patient manages his diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the reported power issue. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of cold sweat 24 hours later. The patient, however, denied receiving any form of treatment after the alleged power issue occurred. At the time of troubleshooting, the csr noted the subject meter¿s battery was not replaced per owner¿s booklet recommendation and the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.